Event description:
It was reported that the device had displayed a system failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The complaint that the device had displayed a system failure was confirmed during log review and reproduced during testing. The suspect pcu did reproduce the error code 110.6021 ¿keyboard_failure¿. Alaris system maintenance v12.5 software was used to observe the proper operation of the keys. The keypad task showed that the key ¿s7¿ held when the key ¿s6¿ was pressed. The suspect pcu keypad assembly was temporarily replaced with a known good dchu pcu keypad assembly for testing purposes only. The keypad task completed successfully with no errors or malfunctions. Preventative maintenance (pm) testing was performed, the task completed successfully without any observed errors or malfunctions. The event date was reported as 10 june 2025; time was not reported. Review of the suspect pcu error log showed no errors were recorded on the reported event date. The error log showed forty-seven (47) error codes 110.6020.1 from 03 may 2025 to 09 june 2025. The error code is generated if a key is stuck (held) for more than a maximum timeout (measured in minutes) on the unit. Dried fluid ingress was observed on the lower part of the keypad assembly. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.